Event description:
The initial report received stated the multifocal intraocular lens was explanted due to an undesired visual outcome. In follow-up with the account it was confirmed the patient was complaining about halos and glare, a known and labeled possible side effect of multifocal lens implants.

Manufacturer narrative:
The intraocular lens was received and is currently being analyzed at the manufacturing site. Halos and/or glare are a known and labeled possible side effect of all multifocal lens implants. The lens met all speicifications prior to release. We will continue to monitor and trend all reports received.